Event description:
Philips received a complaint by an authorized service provider (asp) on the v60 indicating that the device had an overvoltage protection (ovp) circuit failure. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. An authorized service provider (asp) evaluated the device and discovered that the device had an overvoltage protection (ovp) circuit failure. After attempting to power down the device, the asp found that the device displayed the 1104 "backup alarm failed", 1105 "alarm led failed", 1115 "auxiliary alarm supply failed", and 1125 "cooling fan speed error" error messages. The asp ultimately replaced the motor controller (mc) printed circuit board assembly (pcba), after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.